Event description:
On (B)(6) 2009, pt's wife reported she was trying to change the insulin cartridge on the pt's primary infusion device and unintentionally pulled the insulin cartridge, and left the plunger stuck on the piston rod. She stated she tried to use tweezers to remove it and was not successful in doing that. Wife reported she tried to insert a new cartridge of insulin and then pulled that one also, spilling a full cartridge of insulin into the infusion device's cartridge chamber. Pt's wife reported the pt had been on insulin pen therapy since (B)(6) 2009. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replacement and requested return of the suspect product for evaluation.